Event description:
Caller reported damage to both tandem charging cable and wall adapter, and neither charging supplies were functional. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the damaged charging supplies with 2-day shipping.